Event description:
It is reported that the PICC was placed on (B)(6) 2012 and had been maintained well per protocol. The catheter occurred occlusion on (B)(6), the nurse thought it might be caused by thrombus, and decided to use urokinase thrombolysis. The catheter could draw blood on (B)(6), there was big resistance to infusion and liquid came out from the insert point. On (B)(6), the nurse judged the catheter was broken and started to remove it, then a split could be seen after withdrawing about 8 cm of the catheter.

Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed two partial tears in the catheter tubing. The partial tears in the tubing are located at the 10 and 12 cm depth markers. The tears are nearly perpendicular to the axis of the tubing. The two tears exhibit smooth rounded edges. The tubing surrounding the two tear sites is compressed. The catheter may have been placed in an area where torquing and kinking is susceptible. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. The IFU contains illustrated directions on properly securing the catheter, which should help prevent the catheter from kinking. The product instructions for use (IFU) caution the user to minimize the risk of catheter breakage and embolization by securing the catheter in place. The product instruction for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.